Event description:
It was reported that a spectrum iq pump was not infusing during overnight fentanyl treatment in the critical care unit. Drips were not dripping in the chamber. The pump did not alarm that medication was not infusing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.